Manufacturer narrative:
Additional data: h4 it has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection so the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is on-going. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a crack between the tube and connector found on the colonovideoscope during reprocessing. The scope had been reprocessed with the damaged tubing and may have inadvertently been used on a patient. There were no reports of infection or adverse event associated with this device.